Manufacturer narrative:
(B)(4). Results of investigation: carefusion performed non-invasive testing on the ventilator. The ventilator passed 70 hours of extended tests at the customer¿s settings. The ventilator failed the ltv final test for non-conformities these slight non-conformities would not result in a failure to ventilate the patient properly. The event trace was downloaded for review and all alarm codes found in the event trace fall into what are considered non-critical alarms. These alarms are considered to be typical alarms that normally occur during patient ventilation. This complaint was included in a two-year retrospective complaint review to assess MDR reportability compliance. This complaint was deemed to meet the requirements for MDR submission and is therefore being submitted to the FDA.

Event description:
It was reported to carefusion that the patient passed away while in bed. During this reported event, 911 was called and the patient was removed from the ventilator and CPR was administered. The customer made no allegations of the ventilator causing any harm to the patient.